Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from colombia that during service and evaluation, it was observed that the motor attachment device was worn out, the adaptor had internal components that were worn and the batch and reference were not visible,. It was also observed that the device failed the following pre-tests: verify the physical state of the equipment, verification of free movement, and verify undesired oscillations. It was reported in the service order that the adapter had worn components. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.